Event description:
This information was reported to united therapeutics on 02-sep-2022 and forwarded to millyard advanced medical products llc on 03-sep-2022: patient stated to the specialty pharmacy that he was admitted to the hospital intensive care center on (B)(6) 2022 because (2) remodulin remunity pumps had malfunctioned and (2) pre-filled cassettes leaked. The patient was treated, outcome not reported. No components (or additional information) associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Whereas the outcome of the patient self-reported admission to the hospital intensive care center is unknown, the report was noted to have been made by the patient himself the following day.

Event description:
An initial MDR regarding this case was filed 30-sep-2022 (report number 3016798778-2022-00007). Additional information was received by millyard advanced medical products llc on 24-jan-2023 by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Per the initial observations, logs confirmed the user received various alarms on the date of the complaint (01-sep-2022) on both the main and backup pumps. Investigation determined that these alarms were triggered by remodulin ingress into the pump. Since no cassettes were returned, the cause of the ingress could not be determined.